Manufacturer narrative:
The device has been returned to the manufacturer. Confirmation testing found the meter operates within specification. Test strips from lot im07we08f were returned with the meter. It is assumed these test strips were used at the time of the event. This test strip lot expired 31 jan 2013. A review of the owner's guide was performed. It explicitly directs the user not to test with expired test strips and that doing so may produce inaccurate results. Based on the returned meter operating within specification, we believe the root cause of the incident was from the use of expired test strips.

Event description:
The patient mentioned the ibgstar produced blood-glucose results greater than 4 g/l. She had adjusted her dosage of novorapid in response to this (from 8 iu to 11 iu). She then experienced hypoglycemia with blood-glucose values of 0.67 and 0.48 g/l.